Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient¿s father stated at 1:00am, he went to check on the patient as their sensor was finishing the warm up session. He stated she was semi-unresponsive and her breathing was shallow. He performed a finger stick and the bg meter was reading 41 mg/dl compared to the cgm reading of 105 mg/dl. He treated the patient with juice and other drinks that brought their glucose levels back up. At the time of contact, the patient was doing fine. No additional patient or event information is available. Data was provided for investigation. Confirmation of the problem was confirmed via data. The probable cause could not be determined.